Manufacturer narrative:
Combination product: yes. An infection was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additionally, an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In summary, the infection was not device related.

Event description:
The patient was admitted for infectious endocarditis on aortic valve. Vegetation 8x5mm, 6x2mm, v.s. Emptied abscess 5x3mm has been mentioned. Staphylococcus aureus bacteremia was seen. It is unknown whether vegetations were found on the leads or crt-d. The investigator assessed this event as causally related to the patient's medical history. The patient was hospitalized. For diagnosis, echocardiography was done. Replacement of aortic valve (medical history of aortic valve bioprosthesis) was done and antibiotics were given. The ICD system was explanted and later a new biv ICD was implanted.